Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was discovered on an unknown date that there was the wrong item in package. The 14mm width saw blade was received instead of the desired 8mm width saw blade. It is unknown where this was found. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. Investigation showed that article 519.520/lot 7686668 is in the package instead of 532.045/lot 7686650 as shown on label. This is definitely a packaging fault which was unfortunately not detected during the control procedure. Synthes is not aware of any other complaints regarding to this article. Referring to our risk analysis we decided not to introduce further actions and handle this as an isolated case.